Event description:
A pt reported blood glucose results of 131 mg/dl with a lifescan meter and 103 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Also, the pt reported blood glucose results of 118 mg/dl, 152 mg/dl, 143 mg/dl, 126 mg/dl and 116 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.